Event description:
It was reported that the patient underwent a gynecological procedure to treat sui and pop on an undisclosed date and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 06/08/2016. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent revision surgery on (B)(6) 2014 due to recurrence by dr. (B)(6).

Manufacturer narrative:
It was reported that the patient concurrently underwent perineorrhaphy.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced obstruction, urge incontinence, urinary frequency, and chronic cystitis. It was reported that patient underwent mesh excision of suburethral sling on (B)(6) 2014 by dr. (B)(6) due to obstructive voiding, urge incontinence, and dyspareunia.